Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the right ventricular lead exhibited high thresholds and was capped on (B)(6) 2015 and replaced. The patient was stable during and post procedure.